Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The egv was 40 mg/dl and the bg was not checked. The patient had headache. She called her pharmacist, was advised to go to the hospital, and was transported by a friend. In the ed, the bg was 500 mg/dl and the egv was not documented. The patient was hypertensive and hospitalized. During her inpatient stay, she as treated with subcutaneous insulin injections. The patient was discharged on (B)(6) 2024 and doing fine since then. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.